Event description:
It was reported via repair work order that the outer casing on power cord was torn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.